Event description:
Boston scientific received information that this patient was presented to the electrophysiology (ep) laboratory for a scheduled implant procedure. There were no adverse events following the completion of the implant procedure. The local representative performed a routine post-implant check the next morning and no anomalies were identified. Later that day, the physician contacted the local representative to report that this patient had died of an apparent pulmonary embolism (pe). There were no allegations of device malfunction or that the use of the device caused or contributed to the patient's death. According to the physician, the cause of death was related to the pulmonary embolism.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.